Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia with symptoms described as sweating, drowsiness, dizziness, confusion, "difficulty finding words", and a loss of consciousness. The customer was unable to self-treat and received third-party administration of chocolate, cola, and gummy bears for treatment. A laboratory test was taken, but no values were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased; however, it sustained damage during the de-casing process. An internal visual inspection of the sensor¿s printed circuit board assembly (pcba) was conducted, and no issues were observed. The sensor was then inserted into the sim-vivo fixture with the connector key. Attempts to communicate with the evaluation module (evm) and perform an smu test were unsuccessful, as an error message was encountered. An extended investigation was performed, including a visual inspection of the de-cased sensor. It was observed that the battery solder pads had been ripped off the board and there were cracks on the pcba tracks. The sensor failed to scan due to the cracks and breaks on the pcba tracks, which resulted from the damage sustained during the de-casing process. Consequently, functionality testing could not be performed. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia with symptoms described as sweating, drowsiness, dizziness, confusion, "difficulty finding words", and a loss of consciousness. The customer was unable to self-treat and received third-party administration of chocolate, cola, and gummy bears for treatment. A laboratory test was taken, but no values were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia with symptoms described as sweating, drowsiness, dizziness, confusion, "difficulty finding words", and a loss of consciousness. The customer was unable to self-treat and received third-party administration of chocolate, cola, and gummy bears for treatment. A laboratory test was taken, but no values were reported. There was no report of death or permanent impairment associated with this event.